Event description:
The customer reported a blood leak at the centrifuge system pressure dome during treatment. Service order: (B)(4).

Manufacturer narrative:
Batch record review: review of lot file b102 no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b102 was performed. There was only 1 complaint reported for pressure dome leaks to date for this lot. Service order (B)(4) completed: (B)(4) 2013 pumps and pump deck cleaned. Pump function checked in diagnosis. Unit runs within specifications. Instrument is operating as expected. No repairs needed. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).